Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.

Event description:
The device subsequently was returned for analysis.

Event description:
Boston scientific received information that this device displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is not included in an advisory population. There were no adverse patient effects reported. The device was explanted and replaced with no adverse patient effects.